Event description:
It was reported that during the attempted implant, there was difficulty positioning the right atrial (ra) lead. After several attempts, the helix mechanism was not functioning properly and the helix would no longer extend. The ra lead was not used and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.